Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: g3, g6, h2, h4, h6 and h11, correction: h6 health effect impact code. The customer contacted olympus technical assistance support via phone. The customer cleaned the one touch connector on loaner pcf-h190l, (B)(6) with a lint-free alcohol prep pad. She observed that the one touch connector contacts on loaner pcf-h190l, (B)(6) appear slightly scratched on close examination. She also opted to blow compressed air into the socket of clv-190 / (B)(6) to possibly dislodge dust. The error code appeared intermittently upon subsequent insertions. Olympus technical assistance support explained that it is possible that clv-190, (B)(6) socket may be worn out and recommended sending the unit to olympus repair for evaluation. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source displayed error codes b30. The issue was found during inspection for use. There were no reports of patient involvement.